Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and continued to use the current pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.